Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 41-year-old male patient was scheduled for impella 5.5 implant due to his extensive history of cardiac disease and heart failure. He is being evaluated for either durable vad or transplant. His inotropes were weaned off after 5.5 was initiated. Purge pressures became high while in ICU and the patient was started on tpa with improvement. No other clinical complications were noted and the patient was successfully transplanted on (B)(6) 2025. During impella 5.5 support, high purge pressure alarms were triggered, and tpa was applied to the purge system to resolve the blockage. Purge behavior normalized and the pum continued to support the patient without further issue until the patient received a heart transplant 20 days later. This event is considered reportable per sop-ra04-f002.